Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section d - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution selected for watchmen procedure. During preparation, they were opening and prepping product and tried to remove versacross connect dilator and the flush port broke off. Product not used during procedure. Procedure was completed successfully by using different device (same model). No patient complication was reported. The device is not expected to return as disposed. It was further reported that the damage was noted upon removal from the packaging. The patient was not present at the time of the incident.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution selected for watchmen procedure. During preparation, they were opening and prepping product and tried to remove versacross connect dilator and the flush port broke off. Product not used during procedure. Procedure was completed successfully by using different device (same model). No patient complication was reported. The device is not expected to return as disposed.

Event description:
It was reported that versacross connect laac access solution selected for watchmen procedure. During preparation, they were opening and prepping product and tried to remove versacross connect dilator and the flush port broke off. Product not used during procedure. Procedure was completed successfully by using different device (same model). No patient complication was reported. The device is not expected to return as disposed. It was further reported that the damage was noted upon removal from the packaging. The patient was not present at the time of the incident.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of luer detachment was confirmed via media provided.